Event description:
It was reported that the unit powers itself on and off intermittently. This occurred during both ac and battery power. It will not engage in monitoring. There was no patient involvement; therefore, no patient incident was reported.

Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have a user interface ribbon cable that was not fully engaged with the mating connector. A service history review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event. The device history record (DHR) was reviewed and it was determined that the device met all release criteria. Nothing was in the DHR indicates that there was a manufacturing related cause for the reported event.